Event description:
It was reported from the pediatrics pulmonary department that the IV tubing set cracked at the distal connection site. Additional information requested, but was not provided.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Additional information including patient's demographics requested, but was not provided.

Event description:
It was reported that the IV tubing set cracked at the distal connection site.